Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that:the 352.085 8.5mm medullary reamer head is an instrument routinely used in the flexible reamers for intramedullary nails. The device was returned and reported to have broken during surgery with some metal shavings being retained in the patient. This condition is confirmed; two of the four distal cutting prongs of the reamer head appear to have shorn off and were not returned. It is likely that over two years of consistent use has led to this complaint condition. The device was manufactured in 1/2013 and is over two years old. The balance of the returned device is in fair condition with some markings along its length. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight is unknown device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 21january2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went to surgery for a mid-shaft tibia fracture and had an implant of a nail of the left tibia on (B)(6) 2015. The surgeon inserted a 2.5mm guide wire into the entry point and began the reaming process. A 8.5mm medullary reamer head was used but was getting caught on the cortex of the tibia at the proximal end. The surgeon made some manual adjustments with the drill and was able to pass the reamer through the full length of the tibia. The surgeon began to set up for the next reamer a size 9mm. A standard x-ray was taken at which point it was discovered that there were metal fragments/shavings within the proximal portion of the tibia. The guide wire tip was inspected and no damage or broken parts were seen on the ball tip. The 8.5mm medullary reamer head was then inspected, and it was determined that the two end cutting prongs had broken off inside the patient. The surgeon decided to leave the fragments inside the patient. There was a five to ten minutes surgical delay. The surgeon finished the procedure by inserting the tibia nail and locking into place. The procedure was successfully completed. Patient status/outcome is unknown at this time. This is report 1 of 1 for (B)(4).